Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change-out for normal eri, the atrial lead could not be removed from the device. The atrial lead was capped and replaced during the procedure. Patient condition was all right.

Manufacturer narrative:
The reported field event of inability to remove the atrial lead from the device was confirmed in the laboratory. Upon receipt, a partial lead was connected to the headers atrial port. Visual inspection identified silicone, septum material in the aring set screw hex cavity. This material prevented full insertion of the torque driver into the hex cavity and resulted in difficulty loosening the set screw, which was the cause of the atrial lead removal difficulty.